Event description:
On july 12, 2007, the lay-user/pt contacted lifescan alleging that a one touch basic meter had an "insert strip" issue. It is not known when the alleged meter issue started. The customer care advocate (cca) noted that the pt thought the meter was not working and therefore was not testing. In 2007, the pt was described as being incoherent. A neighbor apparently found the pt "passed out." The pt was taken to an emergency room (ER) by an unk source. In the ER, a blood glucose result of "22 mg/dl" was obtained but it is not known what device was used. The pt was treated with IV glucose. It would have been helpful to know the following information: when the alleged meter issue started, when the symptoms started, her testing frequency, her medication and diabetes management regimens, and if the pt made any changes to the regimen because of the meter issue. In addition, it would have been helpful to know what actions the pt took after the meter issue started, how long she was not testing for, and before the symptoms developed. It is possible that the pt was not using a correct technique for testing with the reported meter, as the alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt stopped testing on the reported meter for an unk period of time because of the reported "insert strip" issue. She developed symptoms, was taken to a hospital, and received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.